Manufacturer narrative:
This issue was noticed during an autotransfusion blood salvage procedure. There was no patient involvement. Patient information was not provided by the facility. Sorin group (B)(4) manufactures this autotransfusion reservoir. The reservoir is a component of the blood collection set. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The perfusionist reported that the filter was disconnected from the autotransfusion reservoir housing. To date, sorin group (B)(4) has not received the reservoir for eval. Based on historical data, the reported detachment of the inner filter could be due to a broken connector that joins the filter to the internal surface of the lid. A strong impact would break the connector and lead to the detachment. In (B)(4) 2009, the packaging was improved to reduce the risk of damage to the reservoir lid. The device in question was manufactured after this change. Sorin group (B)(4) concluded that the damage may have been caused by a severe blow to the reservoir after release, which caused a partial break to the connector. As a result, the filter completely detached during the procedure due to the increased weight of the filter from the suctioned blood. The hospital reported this incident to the county competent authority. This medwatch report is being filed as a result of this action.

Event description:
The perfusionist reported that the inner filter was detached from the autotransfusion reservoir housing. This issue was noticed during an autotransfusion blood salvage procedure. There was no patient involvement.